Event description:
A malfunction on the pump was reported, but no notable events occurred prior to this issue, and there was no adverse impact on the customer's blood glucose level. Technical support assisted the caller with resetting the malfunction code, which was resettable, and the malfunction did not recur after resetting. The customer was advised they could continue using the pump but should call back if the malfunction code reappears, an instruction they acknowledged and understood.